Event description:
It was reported that a customer received a malfunction with their pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the device was not returned as it was no longer under warranty.